Event description:
The customer states that an erroneous axsym bhcg result of 40,000 miu/ml was reported on a pt. The result was questioned and the sample was retested yielding a result of 80,000 miu/ml. No impact to pt management was report.